Event description:
Reporter reported that a cryocyte freezing container (product code and lot number unknown and no documentation available) was observed to be broken when the bag was transferred to a new storage tank. A patient did not receive the contents of the bag; the product is stored as backup. The bag had been already stored for 164 months in liquid nitrogen liquid phase. The fill volume was < 60ml and a controlled rate freezer was used. A metal cassette was used for cryopreservation, but not for storage. An overwrap was not used. The bag was not transported outside of the lab subsequent to filling. The bag was not placed in the vapor phase prior to removal from the old storage tank. The sample is not available, but the customer agreed to send a photograph in late september 2006.

Manufacturer narrative:
Because the lot number was not provided by the customer, it is not possible to review the manufacturing history or complaint history of the lot. Cellular therapies division quality is in the process of investigating customer reports of cryocyte bag breakage in CAPA.